Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of superficial damage to the black power cable and a driveline disconnect alarm was confirmed, however the reported events of display and light emitting diode (led) issues were unable to be confirmed. The heartmate 3 system controller was returned for analysis and was able to support a mock circulatory loop for an extended duration without issue. Upon visual inspection superficial damage to the black power cable was confirmed. The system controller underwent functional testing and passed all steps without issue. The system controller then passed multiple self tests without issue. Testing was performed to investigate the reported blank screen on the alarm history, the power cables were disconnected and the controller alarmed as intended. The driveline was then disconnected and alarmed as intended. The alarm history was accessed and displayed per design. The green pump running light was illuminated when connected to a pum per design. All leds functioned as intended. The device functioned as intended. Log files were also submitted for review. Relevant data was reviewed and revealed the following. A driveline disconnect alarm was captured at 03:05:01 on (B)(6) 2024, consistent with a physical disconnection of the driveline. This resulted in the pump stopping as well as a low flow hazard alarm, per design. The driveline appeared to be disconnected for the remaining reviewed duration of the file. The pump appeared to function as intended at the set speed while the driveline was connected. Additional information revealed that it was unclear what prompted the driveline disconnect alarm. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient¿s nurse heard an alarm at 3:05 am, and the controller had no messages or lights (including the green light). The monitor indicated the driveline was disconnected. The moniter history showed the following alarms: pump off, driveline disconnected, and low flow. The patient was cognitively impaired and could not recall details about the alarm. The site tried to look at the alarm history on the controller, but the alarm history was blank. A demo driveline was plugged into the controller, and the alarm history screen was still blank. The patient did not have hemodynamic instability or loss of consciousness, and the controller was successfully exchanged. It was noted that on (B)(6) 2024 the patient had a small tear on the black controller cable (MFR 2916596-2024-07435), to which rescue tape was applied. The rescue tape was still intact. Log files were sent for review. The log file captured a manual driveline disconnect at 3:05 am this morning. It appeared that the patient was connected to a new controller within a minute of the driveline disconnect. There were no other unusual events recorded in the log file event history.